Event description:
It was reported that during a routine follow-up appointment, shock lead impedances (sli) were noted to be high out of range measuring 139 ohms. At implant sli measured 95 ohms and since then impedances have increased at times to 120 ohms. Currently, the right ventricular (rv) lead remains in service. Additional information was requested from the field representative regarding lead information however, no new information was obtained. The plan is to continue to monitor. No adverse patient effects were reported.